Event description:
The pt was supported with two paracorporeal vads for biventricular support. The MFR received user facility report (B)(4), indicating that the pt's family and pt reported poor "flash" and dark streaks in rvad. The pt was admitted to the emergency dept (ed), then to intensive care unit (ICU). The following day, the clot was gone. The pt was transplanted on (B)(6) 2011.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. The attached user facility report (B)(4) was received.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the explanted device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
Additional information: the patient's international normalized ratio at the time of the event was 3.2 with no signs of neurologic events. The vacuum was decreased secondary to a positive hemolysis workup. The delay was increased along with a decrease in suction. The patient is doing fine post transplant.